Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insulin syringe w/ ultra-fine¿ needle had a hole in it. The following information was provided by the initial reporter: material no. 328468. Batch no. 8204648. It was reported that the barrel of the syringe had a hole in it. I am writing about recent quality issues with b + d insulin syringes. The issues have been happening over the last year to six months. The needles I use are for my cat and dog so I do not get discounts and do not have insurance that helps pay for them. So I expect quality needles with few to next to no issues with them because everyone I throw out is a cost to me which I can't afford. There have been bent needles one of which was poking threw the orange protective cap that stabbed me in my finger. Others are the plastic where the needle is inserted in the syringe was bent off to the side making the angle of the needle off. All I chalked up to mass production machining then there is the one listed in the subject line of this letter. Approximately 1/2 inch long by 1/8 inch piece of the barrel of the syringe was missing. The missing piece was not found in the bag. I have attached pictures of the bag it came in and of the syringe itself. This just has been so surprising to me because 10 to 15 years ago I had diabetic animals and used b + d syringes and never had any of these recent issues with quality. I am just writing to let you know what I have found just in case you company in not aware of what consumers have been finding.

Manufacturer narrative:
H.6. Investigation summary: customer returned (1) loose 1/2cc, 8mm, 31g syringe in an open poly bag from lot # 8204648. Customer states that the barrel of the syringe had a hole in it. The returned syringe was examined and exhibited a piece of the barrel broken off ranging from the 0-13 unit markings. A review of the device history record was completed for batch# 8204648. All inspections and challenges were performed per the applicable operations qc specifications. There were four (4) notifications [200769985, 200769029, 200770003, 200770306] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. As per investigation completed by manufacturing, "on 01jul2019, holdrege received (1) 0.5ml, 8mm, 31ga syringe in an open polybag from material 328468, batch 8204648. The sample was decontaminated per hstr-17 and hqa-68 prior to being evaluated. Visual inspection of the syringe found a part of the barrel missing between the 0 and 13 scale marking. No other damage was found on the syringe or polybag. There were no notifications or maintenance dispatches during the timeframe of this batch that pertain to this defect. Root cause for this defect cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that bd insulin syringe w/ ultra-fine¿ needle had a hole in it.the following information was provided by the initial reporter: material no. 328468 batch no. 8204648it was reported that the barrel of the syringe had a hole in it.I am writing about recent quality issues with b + d insulin syringes. The issues have been happening over the last year to six months. The needles I use are for my cat and dog so I do not get discounts and do not have insurance that helps pay for them. So I expect quality needles with few to next to no issues with them because everyone I throw out is a cost to me which I can't afford. There have been bent needles one of which was poking threw the orange protective cap that stabbed me in my finger. Others are the plastic where the needle is inserted in the syringe was bent off to the side making the angle of the needle off. All I chalked up to mass production machining then there is the one listed in the subject line of this letter. Approximately 1/2 inch long by 1/8 inch piece of the barrel of the syringe was missing. The missing piece was not found in the bag. I have attached pictures of the bag it came in and of the syringe itself. This just has been so surprising to me because 10 to 15 years ago I had diabetic animals and used b + d syringes and never had any of these recent issues with quality. I am just writing to let you know what I have found just in case you company in not aware of what consumers have been finding.